Manufacturer narrative:
(B)(4). A review of the retained manufacturing and quality records (with specific emphasis of the base material permeability and device porosity testing) confirmed that the product was manufactured to the intended specifications. The whole batch of 9 passed porosity testing well below acceptance limit of 77ml/min with minimum reading of 1ml/min and highest reading of 6ml/min. A review of similar events was performed for all knitted devices that have been reported to have leaked. The incident rate for reported leakage events was confirmed as (B)(4)% (complaints v sales). The review included all similar events reported to vascutek between jan2013 - sep 2018 inclusive. No negative trend was identified during the review. The distributor informed vascutek that the device would not be made available as it remains in situ within the patient's anatomy, therefore no analysis of the device is possible. As further device analysis is not possible, and graft met all acceptance criteria during testing, vascutek ltd consider this event closed.

Event description:
Vascutek ltd. Was notified of an event that occurred in (B)(6), the event was described as follows: the prosthesis after being implanted in the patient showed a tear in the union of bifurcation. During surgery the graft presents blood leak with a slight narrow and unusual jet, the surgeon proceeds to suture the tear and solves the event, leaving the prosthesis in the patient.